Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2211035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2211035 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the nurses of the service inform me that several syringes of the same batch present a problem of sealing at the setting in aspiration of the product or forced injection. The rubber of the piston loses its sealing and the solute goes out through the syringe barrel.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the nurses of the service inform me that several syringes of the same batch present a problem of sealing at the setting in aspiration of the product or forced injection. The rubber of the piston loses its sealing and the solute goes out through the syringe barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.